Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had early battery depletion due to high left ventricular (lv) lead output settings. The ICD remains in use. No patient complications have been reported as a result of this event.